Manufacturer narrative:
Upon receipt at out post market quality assurance laboratory, a thorough evaluation of the lead was performed. On visual inspection showed only abrasion sleeve as abraded through, the polyurethane insulation underneath is intact, no conductor exposing at this location, abrasion most likely due to lead to lead or lead on can contact. Moreover, the distal segment showed coils stretched, insulation torn, explant. The added on silicone insulation just distal to terminal molding is abraded through.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise with oversensing. Furthermore, the insulation pocket was worn down. The lead was explanted. No adverse patient effects were reported. This supplemental report is being filed because product analysis was completed.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise with oversensing. Furthermore, the insulation pocket was worn down. The lead was explanted. No adverse patient effects were reported.